Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 502 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they experienced diabetic ketoacidosis. Customer stated that the insulin pump had insulin flow block alarm. Customer also reported that the alarm did not occur during fill tubing. Customer stated that they were unable to troubleshoot at time of call. The insulin pump will be returned for analysis.